Event description:
It was reported by counsel as a result of a legal claim that patient allegedly was implanted with a tornier retentive poly during a reverse shoulder procedure that required revision surgery. Reason for the revision is currently unknown.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported by counsel as a result of a legal claim that patient allegedly was implanted with a tornier retentive poly during a reverse shoulder procedure that required revision surgery. Reason for the revision is currently unknown.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. If any additional information is provided, the investigation will be reassessed.